Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It is likely that the foreign matter remained because the reprocessing deviated from the instruction manual. It was confirmed that there was no deformation of the air/water nozzle. It was confirmed that reprocessing was not implemented according to instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". [Inspection of entire endoscope] 8. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] [when using the spray button] (a) inspection of water supply: 1. Cover the spray button hole with your finger. 2. With the hole covered, push the button all the way in (two-step push). Ensure that water flows across the endoscopic image. (B) spray inspection 1. Cover the spray button hole with your finger. 2. With the hole blocked, push the button all the way to the end (single push). Confirm that a mist of water is sprayed across the endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported, that angulation of the evis lucera elite gastrointestinal videoscope was reduced. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The report is being submitted, due to foreign material in the scope found during evaluation.

Manufacturer narrative:
Full e1 facility name: (B)(6). Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5. Evaluation found the complaint was confirmed, and the bending angle in the up direction and play of the up/down knob did not meet standard value; due to wear of the angle wire. Also, evaluation found, the bending section cover adhesive was chipped, the connecting tube was dented, the forceps channel port was shaved, the paint on the suction and air/water cylinder was peeled, the suction cylinder was shaved, the control unit was discolored, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.